Event description:
Reportable based on investigation completed on (B)(4) 2015. It was reported that an image lost occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified lesion. During procedure, an opticross¿ imaging catheter was selected to view target lesion. However, image lost occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed the partial separation was observed at the sheath lap joint of the device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. Device analysis revealed that a partial separation at the sheath lap joint section of the device, an electrical open at proximal wave form during impedance test, no image appeared in the ilab system during image characterization testing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing during flushing and imaging core windup within the telescope section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).